Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from united kingdom reported that he obtained blood glucose readings of 34 mmol/l and 6.6 mmol/l within 10 minutes with the contour next one meter. However, the highest measurement range on the meter is 33.3 mmol/l. The readings above 33.3 mmol/l are displayed as hi readings on the contour next one meter. The readings could not be verified as the customer discarded the meter. There was no allegation of an adverse event. The meter is not expected for evaluation as the customer discarded it. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next one meter and in-house contour next test strips from lot # 1gpeg14a using blood sample, which gave a satisfactory performance.